Event description:
It was reported that during a kyphoplasty procedure, the inflatable bone tamp (ibt) would not deflate and it took considerable force to remove it from the vertebral body. The procedure was completed successfully and there were no patient complications reported as a result of the event. No additional information was provided.

Manufacturer narrative:
Method - follow up conversation with company representative.